Manufacturer narrative:
Physio-control further evaluated the removed small keypad assembly and observed that the 12-lead button was shorted due to physical damage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the small keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that during an event none of the buttons on their device would respond when pressed. There was patient use associated with the reported event; however, no further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event, however, no response has been received.